Event description:
Pt reported that the device has been generating recurrent cartridge/adapter alerts. Pt experienced three "reactions" (blood glucose=53, 29, and 34 mg/dl). Pt noted that the infusion set is stuck on the device's adapter (also mentioned lots of air bubbles in the infusion set connection). Pt alleged that the device is over delivering insulin, and they stated that the cartridge/adapter alerts have had no affect on their blood glucose. Pt treated low blood glucose by drinking juice.